Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing adjust belt messages and check therapy electrode messages. A us distributor contacted zoll to report that a patient had developed a red and itchy rash under the ECG electrodes and therapy electrode pads. The patient's nurse suggested an anti-itch cream to use on the rash. Follow-up indicated that the patient used the anti-itch cream and the rash was improving.